Event description:
An aneurx stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm approximately five years ago. Aneurysm and vessel morphology at implant are not available. Currently the vessel morphology was reported the proximal aortic neck is 32 mm in diameter, disease progression and severe tortuosity. It was reported that a recent CT demonstrated that the bifurcated stent graft had migrated 4 cm distally into the aneurysm with a type I endoleak. The physician elected to implant two endurant aortic cuffs and the migration and endoleak were resolved. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, stent graft migration); patient's condition affected effectiveness of device (disease progression; neck dilatation and tortuous anatomy). Evaluation, conclusion: device failure/lack of effectiveness related to patient condition (disease progression; neck dilatation and tortuous anatomy).